Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2005 with a sorin swift defibrillation lead. Reportedly, the pt already had over sensing issues. Upon unscheduled follow-up visit on (B)(6) 2009, the pt went to the hosp because he received a shock. Episodes recorded in the ICD showed several over sensing episodes. One episode was sustained and triggered an inappropriate shock. Sensitivity was reprogrammed to 1.0mv. Upon unscheduled follow-up visit on (B)(6) 2009, the pt went to the hospital because he received another shock. Again several episodes were recorded, and one of them triggered an inappropriate shock. The cardiologist scheduled a re-intervention for (B)(6) 2009 in order to implant a brady pacing/sensing ventricular lead to perform ventricular sensing.

Manufacturer narrative:
Jan 25, 2010: this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. In response to the warning letter that the united states food and drug admin issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. The episodes recorded were mostly non sustained noise sensing episodes which did not trigger any therapy (because they were not sustained). However, two episodes were sustained enough to trigger an inappropriate therapy (shock), despite of the noise prevention algorithms.